Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a device that was in vvi backup. The device was able to be fully restored to normal function. The patient was asymptomatic before, during and after the reset. Device remains implanted.